Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation, the inlet air path and air path foam were replaced due to dust and debris contamination.